Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and ammonia bacteria. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia and ammonia bacteria. The patient does not recall the date when they were admitted into the hospital. They also mentioned that although the pod was related to the issue, the ammonia bacteria also could be related to this. The patient's blood glucose levels reached 450 mg/dl while wearing the pod for an unspecified amount of time. Symptoms reported include dry mouth. The patient was treated with some insulin and unspecified antibiotics. The patient was discharged the next day after. The pod was removed at the hospital.